Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v113842, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that patient therapy never worked, and since the lead was revised in (B)(6) 2012, it was getting even worse. It was indicated that patient had dyskinesia and ¿totally parkinson¿. It was added that patient was taking sinemet every hour and the symptoms would return when the medicine wore off .it was reported that patient has bad parkinson disease (pd) , dystonia and returned of symptoms that patient had before the surgery at the beginning. The patient's status was reported as unknown at the time of the report. Additional information has been requested, but was not available as of the date of this report.